Event description:
It was reported that during a ptca/stenting treatment procedure, the choice es guidewire tip fractured. The physician was attempting to use this wire as a buddy wire into a circumflex lesion. The lesion was highly calcified and predilated with a maverick balloon. The choice es wire and a choice floppy wire in place. A pixel stent was placed and prior to deployment of the stent, the choice es wire was pulled back. The wire became hung up on the stent and the tip fractured in the pt. Retrieval attempts were unsuccessful. The pt experienced chest pain during this event. The physician believes the vessel is thrombosed and occluded at this time. The pt's current status is listed as 'fine'. Additional info has been requested regarding this event.